Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A site history review was performed and found a related complaint under patient identifier (B)(6), in which the customer called in during the same procedure to report errors found on the universal surgical manipulator 2 (usm).

Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable fault, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the e-100 to resolve the problem. System was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The e-100 generator was analyzed and reported failure was confirmed. This unit was installed into the test system, and it failed. The "power" and "bipolar" led turned red, and the unit would not cut/seal. The complaint regarding non-recoverable fault was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 has a red light, both on the power button and on the instrument led. The site rebooted the e-100 several times without success. Intuitive surgical, inc. (Isi) technical support engineer (tse) guided site to disconnect synchroseal instrument and reboot the e-100 without success. After rebooting the e-100 again, the issue persisted. Tse advised the site to use the vessel sealer extend on erbe if that is clinically possible. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained additional information: the system function has been checked and has booted up without errors. The procedure time was approximately 2 hours (console time). The procedure was completed robotically with the da vinci system. The procedure delay is about 30 minutes.